Manufacturer narrative:
(B)(4). Medical product: catalog #: 00434901013, humeral stem 10 mm stem diameter 130, lot # 64811577; catalog #: 00430901900, unknown, lot # liner impactor 60 degree 36mm. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that when the surgeon attempted to impact the poly liner onto the stem it would not fully seat, due to a mis match between the poly liner and stem. The surgeon then had to use a high speed burr to remove part of the poly so it could be impacted on correctly. There was a delay or 10 minutes due to getting the burr to take some of the excess poly off so it would fit the stem. No adverse events have been reported as a result of the malfunction. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.